Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 295 units of insulin during the load sequence. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.